Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "patient arrives for replacement powerpicc line due to leakage. Leaks next to the insertion point during flush check, decided to replace it. When the catheter is pulled, it is flushed through to see if it was ok and a hole is discovered in the catheter".